Manufacturer narrative:
No service on the ventilator was requested. The user facility performed service by themselves via a third-party service provider. The ventilator reportedly passed pre-use check and no malfunction was noted and was therefore cleared for clinical use. No ventilator logs were provided for investigation. No investigation has been possible, therefore the root cause of the reported stop of ventilation has not been determined. A correction of field # d1 ¿ brand name, # d4 ¿ version or model #, # d4 - unique identifier (UDI) # and # h4 - manufacture date were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. D4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4). H4 - manufacture date ¿ previous manufacture date: 01/30/2023. Corrected manufacturer date: 01/26/2023 h3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there was a stop of ventilation. The patient became bradycardic and desaturated. The ventilator was replaced and the patient's heart rate and saturation improved to normal levels. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).